Event description:
A patient received a 6f angio-seal sts device post percutaneous angiogram procedure to seal the femoral arteriotomy site. A pre-insertion angiogram was performed and the angio-seal was deployed. Hemostasis was not achieved and manual pressure was applied to the site. The physician stated there were no problems with the deployment. The following evening, the pt complained of a strange sensation in the leg. A vascular surgeon was consulted and the pt underwent surgical revascularization for a vessel occlusion in the leg. The angio-seal device was removed and the surgeon stated the collagen and anchor were found inside the artery. The pt was continuing medical follow up for the wound incision.